Event description:
08/02/2024- cust has stated ". Mostly... The only concern is the spacing between the bottom front teeth, there is slightly too much spacing (especially in the front two) that my tongue sometimes will slide between and get cut. I hope that makes sense. It was a concern of mine that would continue to cause discomfort." In case #(B)(6) 05/09/2024. Na.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.